Event description:
Boston scientific received information that the patient had presented after a fall in their home. Additionally, the patient had reported feeling tired. An echocardiogram was performed which revealed intermittent right ventricular (rv) pacing. Interrogation of the device found an acute increase in pacing threshold measurements. The outputs were reprogrammed to maximum outputs. Impedance measurements were noted to be within an acceptable range. Following the reprogramming, the remaining longevity showed less than 6 months remaining. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.